Manufacturer narrative:
Tech rec'd info indicating that the brake casters would not lock into place, but will still swivel from side to side. No injury alleged. Provided part number for replacement parts. Repair not yet completed.

Event description:
Info rec'd alleged that the brake casters would not lock into place, but will still swivel from side to side. No injury alleged.